Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 49-50 mg/dl at the time of the incident. The customer was at 203 mg/dl at the time of the call. The customer used food to treat the low. The customer experienced symptoms such as feeling weird. The customer may have over bolused to treat a high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer reported issues when their doctor tried to upload the pump. The customer also reported several incidents where they had highs of over 500 mg/dl at one point due to a bent cannula. The customer mentioned issues with insulin absorption and site infection that required surgical intervention. The customer reported another low incident on (B)(6) where she had memory loss and was given a glucagon shot by their spouse. The insulin pump will not be returned for analysis.